Event description:
New information was received indicating that programming changes were made to resolve the post-paced t-wave oversensing (pptwos). No patient symptoms were reported.

Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave over-sensing. Programming changes were not made at this time. The patient was asymptomatic.